Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter (B)(6) 2012." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
Additional information received 24aug2018: "the physician tried to remove filter. They were able to remove the filter but one of the legs fractured and became detached inside the patient. They were able to retrieve the leg during the procedure. It had been lodged in the renal vein. The filter had been implanted approximately four years ago. There had been a failed retrieval attempt approximately two years ago."

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi) (B)(4). Registration no.: (B)(4). Device code: 4003 - migration. Ec method code: 4118 - type of investigation not yet determined. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Report from CT (computed tomography): "metallic struts from the patient's ivc filter struts noted to abut the right kidney." "Ivc filter is again noted in place with the struts extending beyond the margin of the ivc. One of the struts which was seen extending into the right renal pelvis is no longer identified. This is likely the strut that is seen in the ivc adjacent to the filter, likely a fractured strut (3-42)." Report from xray: "one of the struts of the ivc filter appears to be disconnected from the hooked tip, and slightly superiorly displaced." Report from CT: "the ivc has a normal contour. The ivc filter seen previously has been removed in its entirety. There are no retained fragments." Report from xray: "the ivc filter is partially imaged." Retrieval report (successful): "ivc filter removal history of ivc filter placement. Now the filter is no longer needed and retrieval is indicated to reduce risk of long-term side effects of chronic ivc filter placement including ivc thrombosis and recurrent dvt. A cook select ivc filter was placed on this (B)(6) 2012 preoperatively in a patient with chronic thromboembolic pulmonary hypertension. An attempt to remove the filter was performed on (B)(6) 2016, which had to be terminated due to excessive pain. Recent CT imaging in (B)(6) 2008 of the abdomen showed that one of the legs of the filter had fractured and the filter exhibited an abnormal position from what was intended." "An ivc-gram was performed which showed the position of the ivc filter and no thrombus within the ivc filter. Additionally, the fractured leg of the ivc filter was identified within the ivc, just above the existing filter. The ivc filter was noted to be tilted with apex and embedded within the left lateral ivc wall. A guidewire was reintroduced and the catheter exchanged for a 16-french vascular sheath which was advanced into the ivc just above the fractured leg. Using vascular forceps, the fractured leg was dissected from the ivc wall under fluoroscopic guidance. The fractured leg was grasped with the intravascular forceps and withdrawn out the sheath. The fracture leg was inspected and seen to have been removed in its entirety." "Attention then was turned to retrieval of the ivc filter. Utilizing the vascular forceps, the ivc filter was dissected from its attachment points at the apex and base of the filter. It was not possible to grasp the apex of the filter with the vascular forceps." "A vascular snare was advanced through the sheath and used 2 grasp the tip of the hydrophilic guidewire. The tip of the hydrophilic guidewire was then withdrawn out the sheath, thereby obtaining through and through access with the wire around the fibrous caps at the tip of the ivc filter." "The filter was visually inspected. It had one leg fractured which had been previously retrieved. There were 3 long legs and 8 short legs which remained intact. The filter and the filter fragment were photographed and then submitted to pathology for gross examination. The pigtail catheter was re-introduced through the sheath into the ivc and an ivc-gram was repeated. This showed an intact ivc with no stenosis or thrombus within the ivc following the intravascular foreign body retrieval and the ivc filter removal."

Manufacturer narrative:
Additional information: investigation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation and embedment. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. (B)(4) devices in lot. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of (B)(4) (importer). Manufacturers ref#: (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: the filter fractured during retrieval, but filter and fractured leg were removed. No imaging was available and based on the very limited information provided it would be inappropriate to speculate at what may or may not have caused the filter to fracture during the filter retrieval. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Corrected data based on new information received: adverse event to product problem, serious injury to malfunction. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tilt, unable to retrieve, thrombosis, and device acting as a generator of (potential) pe". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported "thrombosis and device acting as a generator of (potential) pe" is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information was received on 04/19/2017 and is as follows: patient alleges that filter was placed on (B)(6) 2012 via the femoral route as prophylaxis for pulmonary embolism (prior to planned intra-abdominal surgery). Patient alleges outcomes attributed to device are that the device is tilted and device is unable to be retrieved; also there is post-implant thrombosis and patient alleges that device is now acting as a generator for more pulmonary emboli. Patient alleges an unsuccessful attempt to retrieve device on (B)(6) 2016.